Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl and customer reported chest pain. Cause of bg level was not known. Customer bolused via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.